Manufacturer narrative:
(B)(4). Pump not received in stuck manufacturing mode. The pump passed the full functional test including the displacement test, rewind, prime/seating test, basic occlusion test and force sensor test. Sleep current measurement and active current measurement within specifications. Pump was returned for pump errors. Format history file analysis confirmed pump errors due to software error. The pump was received with cracked retainer, minor scratched display window and scratched case.

Event description:
The customer reported via phone call that the insulin pump detected a software error. The customer¿s blood glucose level was 145 mg/dl at the time of the incident. The customer also reported that the insulin was squirting during manual prime process. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The correct information has been updated with this report.